Event description:
A user facility reports problems loading an intraocular lens (iol) into an iol delivery system. The complaint device was returned stuck inside the cartridge. It is not known if there was pt impact/injury associated with this event.